Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the device was explanted and replaced due to tubing leakage.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, detached inlet tubing, and detached connector/tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation was noted on the inlet tube of the pump; this is a site of leakage. The surfaces appear to have crease marks adjacent to or within a confined area of abrasion, indicating the area was kinked and abrading against itself for an extended period of time. No functional abnormalities were noted with cylinder 1 of cylinder 2. No functional abnormalities were noted with the detached inlet tubing. No functional abnormalities were noted with detached connector/tubing. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the inlet tubing of the pump to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the device was explanted and replaced due to tubing leakage.